Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead dislodged. It was also reported that the patient experienced diaphragmatic stimulation and that the lead exhibited no capture and low p waves. The lead was reprogrammed and remains in use. The lead will be repositioned. No further patient complications have been reported as a result of this event.